Manufacturer narrative:
The complaint investigation was performed through review of the device engineering logs associated with the reported event of (B)(6) 2025. The user reported experiencing severe hypoglycemia with a reported blood glucose value of 36 mg/dl, loss of consciousness, ems intervention, emergency department treatment with intravenous glucose, and subsequent discontinuation of ilet therapy at the direction of the healthcare provider. Device logs confirmed the use of a dexcom g7 sensor and showed no malfunction alerts, no factory reset events, and no motor errors indicating inaccurate insulin delivery relative to delivery requests. Review of cgm and insulin delivery data demonstrated that the ilet responded appropriately to sensor glucose values, generated alerts as intended, and adjusted insulin dosing in accordance with the algorithm design. Alert acknowledgements were observed, and insulin requests continued at regular intervals except during expected conditions such as low glucose protection or cartridge depletion. No evidence of a device malfunction or product deficiency was identified. Based on the available information, device failure was unconfirmed and the ilet was found to have functioned according to its design specifications and intended use. The root cause of the reported hypoglycemic event could not be determined from the available data. No product was returned for evaluation.

Event description:
On 25-sep-2025, beta bionics was informed that on (B)(6) 2025, a user experienced severe hypoglycemia (lowest bg 36 mg/dl) while using the ilet system. Emergency medical services were contacted, and the user was transported to a medical facility, treated with intravenous glucose, and released the same day. The ilet device was removed during treatment.